Event description:
It was reported by service report that the bumper strip was missing and bumper channel was broken, which exposed sharp edges. No pt involvement or adverse consequences are reported.